Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2020, the customer experienced vomiting and was taken to the emergency room where a blood glucose of 30 mmol/l was compared to a scan of 5.3 mmol/l. The customer was diagnosed with dka and hypokalemia and was treated with an insulin drip and potassium tablets. There was no report of death or permanent injury associated with this event.